Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was reported as "caused by fungal infection." It was not reported if the patient was hospitalized for the event. On an unreported date, the patient received treatment with diflucan (dose, frequency, duration and route of administration not reported). On an unreported date, the patient recovered from this peritonitis event. On an unreported date, the dianeal therapy was "stopped during the event." No additional information is available as the reporter has declined to provide further information.